Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found damage to the yaw pulley adjacent to the damaged insulation. Additionally, the instrument was found to have scratch/abrasion damage to the yaw pulley. No fragments were missing. The yaw pulley damage was adjacent to the conductor wire insulation damage. The complaint regarding damaged conductor wire was confirmed by failure analysis. Common causes of a damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the curved bipolar dissector be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the curved bipolar dissector had a damaged black conductor wire. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.